Manufacturer narrative:
Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration and/or stenosis. In moderate to severe cases, stenosis and regurgitation can cause the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for intervention. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 31mm surgical heart valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of four (4) years, nine (9) months. The reason for re-operation was due to mitral stenosis and regurgitation. A 29mm transcatheter valve was implanted and the patient was reported as doing well.